Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the metallic dome in the front response button, that operates as response button switch, was missing. The cause for the inability to activate the device is the missing metallic dome. The root cause for the missing metallic dome cannot be positively identified. No adverse event resulted from the defective response button. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor's response buttons were defective. The last pt to use this monitor did not report any deficiencies.